Manufacturer narrative:
Batch review performed on 05 february 2019: lot 172162: (B)(4) items manufactured and released on 23-oct-2017. Expiration date: 2022-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
About 6 months after primary the surgeon revised the patient knee for laxity. Liner swap. The surgery was completed successfully.